Event description:
A customer reported to bsc that a patient (age and gender unknown) underwent a therapeutic ercp in 2006. It was reported that during the procedure the "cut wire broke on the proximal end." The procedure was completed with another hydratome rx. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.